Manufacturer narrative:
Correction note: the original aware date was (B)(6) 2016.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that during surgical procedure anesthesia administration, the connector has been disconnecting on the anesthesia circuits. It was reported that the disconnection is occurring between the "wye piece" and the "90 degree elbow" resulting in frequent accidental disconnections of the circuit. The facility states, "this is resulting in an occupational hazard of increased anesthetic vapor exposure to providers as well as placing the patients at potential risk of hypoxia and hypoventilation." The hospital has noticed this scenario occurring for about a month with every anesthesia circuit used. No adverse health outcomes have been reported.

Manufacturer narrative:
Corrected information: potential lots: 3205026 or 3238753. Corrected information: potential expiration dates: 06/28/2019 or 07/28/2019. Corrected information: potential manufacturing dates: 06/10/2016 or 07/22/2016.

Manufacturer narrative:
The customer reported that 21 devices contributed to 21 reported events (one device per event). The customer returned one device for evaluation. It could not be determined which occurrence the device was associated with; therefore, the evaluation of the device will be used for the medwatch. The following mfrs were submitted related to the evaluation: 3012307300-2016-00299, 3012307300-2016-00354, 3012307300-2016-00461, 3012307300-2016-00462, 3012307300-2016-00463, 3012307300-2016-00464, 3012307300-2016-00465, 3012307300-2016-00466, 3012307300-2016-00467, 3012307300-2016-00468, 3012307300-2016-00469, 3012307300-2016-00470, 3012307300-2016-00471, 3012307300-2016-00472, 3012307300-2016-00473, 3012307300-2016-00474, 3012307300-2016-00475, 3012307300-2016-00476, 3012307300-2016-00477, 3012307300-2016-00478, and 3012307300-2016-00479. One portex® pediatric disposable anesthesia breathing circuit (lot number 3205026) was returned for investigation. The device was received within its original opened package. The sample's elbow and wye were measured using a coordinate measuring machine. Each component's inner diameter and outer diameter measured within specifications. Next, a force test was performed by connecting the 90 degree elbow to a test fixture which pulls the circuit until a separation occurs. This test found the wye and 90 degree elbow to separate within the specified limits. Investigation was unable to confirm the reported issue and found that the device operated as intended.